Event description:
PICC line dressing was changed/reinforced [redacted date] and on [redacted date] was noted to be leaking significantly. Two IV rns arrived at bedside to assess rue brachial 2.6fr dl medcomp PICC 14cm in length with 0cm external that was placed [redacted date]. Upon initial assessment both lumens were infusing. The PICC line dressing and underlying biopatch appeared to be saturated with clear liquid. The dressing was taken down by IV rn and one lumen infusion was paused and disconnected, the second lumen paused/clamped by primary rn. A ns flush was connected and flushed by IV rn while the dressing was off, and immediately liquid was leaking from PICC site with the flush. The PICC line pulled back 1cm to assess for hole in catheter. Again, the line flushed with ns, and it began leaking this time from visible hole in PICC line catheter. The picu pediatric provider was called to bedside and made aware of current situation. Medication infusion was stopped and relocated to another access site. The PICC line was removed promptly per hospital PICC removal protocol. Length checked, 14cm length intact. The patient's arm was assessed by rns and md. On [redacted date], the patient required a placement of a new PICC line.